Manufacturer narrative:
(B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for color variation with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for color variation with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to the material used in the manufacturing of the tube. As a result, bd has reviewed specific areas in the manufacturing process where the cause of this issue may have originated and corrective actions have been implemented.

Event description:
It was reported that a bd vacutainer® k2e (edta) 18.0mg plus blood collection tubes were discolored. The following was reported, "it is a hospital, who is buying our product, due to the fact that these were the most clean tubes they could find on the market, back in time. However, now they have discovered that there are a significant colour variation from the previous lot# (7268509) compared to the newly received lot# (8204633). Product 367525, lot# 7268509 was more blue-purple in the colouration of the tube plastic (not stopper) ¿ compared to -- product 367525 lot# (8204633) where the tube plastic is more transparent (showing no colour). This is a research ward and they are really uneasy about this, while any interference will cause them big problems in their testing. Can you elaborate this asap for me, to find out if this has any reason for causing this uneasiness at customer site? Would this result in any analytical problems? I prefer a very quick answer due to their uneasiness."